Event description:
It was reported that the user experienced loss of dexcom g7 cgm readings to the ilet, consistent with a sensor not paired condition, and was guided through the pairing process until a warmup was confirmed, with plans to replace the sensor if readings did not resume. Symptoms included no cgm data available for insulin dosing decisions. Outcomes included temporary interruption of cgm-driven automation without injury or hospitalization. Investigation included customer interview and troubleshooting with education regarding cgm pairing and warmup. Investigation of this case revealed a communication and pairing issue between the cgm and the ilet consistent with cgm not paired, with no device damage reported. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connection-related pairing failure resolved through re-pairing and sensor replacement if needed.